Event description:
The customer contact reported the patient received more medication than intended. The pump was returned to the biomedical department with a note that stated, "IV bag infused too quickly." The customer contact reported at an unspecified time, an unspecified channel of the pump was programmed to deliver heparin 25,000u/250ml with a dose of 1800 u/hr, which calculated to rate of 18ml/hour. No further programming parameters were provided. At 1200, a new 250ml solution container was started and the nurse left the room. Thirty minutes later, the pump was alarming with an unspecified alarm condition and the nurse noted that the solution container was empty. The attending physician and the interventional cardiologist were notified. The device was removed from clinical service and sent to the biomedical department. Serial activated clotting times (act) were ordered. The initial result following the reported event was approximately 400 seconds. The patient was treated with 20mg of protamine sulfate IV. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.